Manufacturer narrative:
E1: patient city: (B)(6) patient country: colombia. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in colombia. It was reported that the patient was hospitalized on (B)(6) 2026 due to a bent cannula, which resulted in hyperglycemia, ketoacidosis, and symptoms of feeling unwell. The event occurred on the first day after insertion, with the infusion site located on the buttocks. The infusion set had been in use for one day. At the time of hospitalization, the patient's blood glucose level was 580 mg/dl, and ketones were measured at 3mmol/l. Treatment was provided using insulin injections, and the hospital stay lasted for more than twenty-four hours. No further information available.